Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Unit has a broken pin on the shaft.

Manufacturer narrative:
The device was evaluated by the returns department which found that the top shaft of the leg actuator has broken off.

Event description:
Unit has a broken pin on the shaft.